Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the pump touch screen was timing off sooner than expected. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.